Manufacturer narrative:
Reported event: an event regarding disassociation and corrosion/metallosis involving an abgii stem was reported. The event was confirmed via evaluation of the returned device as well as clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection indicated damage observed on the trunnion and neck of the hip stem is consistent with loss of the taper lock. Bone ingrowth visible on the body of the stem. Clinician review: a review of the provided medical records by a clinical consultant indicated the following: "this patient sustained a head neck disassociation which deformed the trunnion of the femoral stem necessitating revision surgery. The pathological report indicated some blackish pigmentation which could indicate the presence of corrosion. I can confirm that this event occurred since there is a pathology report indicating that the stem was removed and a pathological diagnosis was obtained. The causes of had neck disassociation with corrosion 12 years following surgery or multifactorial. I cannot confirm the root cause of this event. Causes include factors related to surgical technique, patient activity levels and bmi, and implant factors." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the stem from the head. Visual inspection indicated damage observed on the trunnion and neck of the hip stem is consistent with loss of the taper lock. Bone ingrowth visible on the body of the stem. A review of the provided medical records by a clinical consultant indicated the following: "this patient sustained a head neck disassociation which deformed the trunnion of the femoral stem necessitating revision surgery. The pathological report indicated some blackish pigmentation which could indicate the presence of corrosion. I can confirm that this event occurred since there is a pathology report indicating that the stem was removed and a pathological diagnosis was obtained. The causes of had neck disassociation with corrosion 12 years following surgery or multifactorial. I cannot confirm the root cause of this event. Causes include factors related to surgical technique, patient activity levels and bmi, and implant factors." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Our agent reported: "an abg stem implant with mitch, implanted over 11 years ago, has been revised. The large head consumed the morse taper of the stem causing dislocation of the head and necessitating the removal of the stem and reimplantation of a modular restoration with mdm".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: cat # mac-9988-4854, lot # fm061643, description: std mitch trh cp sz 48/54, OEM, manufacturer: depuy. Cat # mmh-9988-1448, lot # fm072658, description: mitch trh md hd sz 48+4 OEM, manufacturer: depuy.

Event description:
Our agent reported: "an abg stem implant with mitch, implanted over 11 years ago, has been revised. The large head consumed the morse taper of the stem causing dislocation of the head and necessitating the removal of the stem and reimplantation of a modular restoration with mdm".